Event description:
A customer reported difficulties with the wake button on their device, stating it was faulty and required several hard presses to operate. The recorded blood glucose level was 210 mg/dl. The customer opted to return the pump for inspection, and a replacement pump with a new serial number was provided. No additional information was provided.